Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia in each eye and irregular astigmatism approximately seven years following a laser vision correction treatment. The patient's chart was sent for review by a specialist for possible cross linking.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.